Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not able to be verified in the meter¿s patient result memory due to the meter date being set incorrectly. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received questionable results for two patients from coaguchek xs meter serial number (B)(4). Patient 1: at approximately 1:30 pm, the meter result was 4.6 inr. At 2:30 pm, the result from a laboratory using stago neoplastin reagent was 2.6 inr. Patient 1 therapeutic range was 2-3 inr. Patient 2: on (B)(6) 2019, the meter result was 4.0 inr and the laboratory result was 3.07 inr. Patient 2 therapeutic range was 2.5-3.5 inr. This patient was a (B)(6) year old female born on (B)(6) and weighing (B)(6).